Manufacturer narrative:
Reference number (B)(4).. Catalog number is the similar us list number 062941 the disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed a buried bumper is a known complication of a peg tube placement. Instructions for use indicates once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. When doing so the tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded (¿buried bumper syndrome¿). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022 patient was unable to dip their tubing. On (B)(6) 2022 a house visit was done. On (B)(6) 2022 tubing was replaced. Buried bumper was confirmed.